Event description:
Product reference number: 2017865-2025-00011. It was reported that the patient was hospitalized for reasons unrelated to their cardiac device. While in the hospital, it was observed that their dual chamber pacemaker was not properly capturing. Upon interrogation, their right ventricular (rv) lead showed intermittent non-capture. The patient's pacemaker and rv lead were explanted. The pacemaker was successfully replaced with an implantable cardioverter defibrillator (ICD). Patient was recovering.

Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. Final analysis found that the device exhibited normal functionality in electrical and mechanical tests, normal capture performance, and no contamination or foreign material in the header and connector. Additionally, the longevity assessment indicated the device was within the normal range of operation with appropriate remaining longevity. Analysis returned normal.